Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt sample that was generated by the access 2 instrument. A pt sample was tested for accu tni and a result of 1.99ng/ml was obtained. The result was not reported out of the lab. On the same day, the original sample was re-tested for accu tni and the repeated result was 0.01ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
Pre-analytical sample handling and instrument peformance info were not provided. The customer stated that ckmb was normal for this pt. The customer stated, that 8 minutes following the false high result, there was an error in the event log stating "wash arm motion error", and a few minutes later an error of "sample counts outside limit" was received. No add'l info regarding this event was provided. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.